Event description:
The customer reported that after the user (doctor) attached the 5ml ll syringe on the hub of the insertion needle and observed that air entered during aspiration. Visual inspection of the removed needle showed a crack in the needle hub. Another attempt with a second set was successful.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. The needle showed evidence of use and no other components were returned. Visual and microscopic examination of the needle revealed one large crack in the introducer needle hub. The needle hub was tested for leaks by attaching a lab inventory ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation. The returned introducer needle hub contained one large crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that after the user (doctor) attached the 5ml ll syringe on the hub of the insertion needle and observed that air entered during aspiration. Visual inspection of the removed needle showed a crack in the needle hub. Another attempt with a second set was successful.